Manufacturer narrative:
It is indicated that the device will not be returned for evaluation: therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that approximately 6 months post implant of the internal pulse generator (ipg), a revision procedure was required due to an impending pocket erosion. The physician placed the ipg in a deeper pocket. No complications were reported and the patient status is fine.